Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm and no button response. The pump was also received with cracked reservoir tube lip, scratched lcd window, scratched case and peeling back address label.(B)(4).note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 346 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will return the pump for analysis.